Manufacturer narrative:
A ge service representative performed an onsite investigation. The gpos sbc and generator interface board were evaluated and replaced. The voltage on ps1 and ps3 power supplies were readjusted. The hard drive was reformatted. The system software and calibration files were reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The fe and customer reported that the system intermittently froze, and would not perform fluoroscopy. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.